Manufacturer narrative:
(B)(4).

Event description:
It was reported that three weeks ago the patient performed weighted abdominal exercises at a gym and they experienced a tugging sensation at the implantable neurostimulator (ins) and spinal anchoring site for the leads. It was noted the patient had sensitivity and soreness at the anchor sites in their spine and ins and along the tunneling tact for the leads. It was further noted that after this episode the patient had difficulty charging the ins and increased energy requirements for one electrode array. It was noted that an anchor issue was reported. It was further noted that impedance testing was done. The reporter stated the patient¿s healthcare professional (hcp) ordered x-rays of the patient¿s system for a possible revision. The reporter further stated they interrogated the ins and measured impedances. It was noted that no electrodes where out of range. It was further noted the manufacturing representative attempted to reprogram the ins. The reporter stated that despite repeated attempts the stimulation pattern was now all right abdomen and right leg. It was noted the patient¿s previous stimulation pattern was back and bilateral legs. It was further noted the patient had a burning sensation and less than 50% therapy relief at the device pocket, lead location, and lead tunneling path. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the patient outcome was still pending and there were no changes in status. It was noted the patient had a follow up appointment schedule for next week. Additional information received reported the hcp conducted an x-ray examination of the patient¿s leads. It was noted the right side lead tip that was formerly at the inferior aspect of the eight thoracic vertebrae migrated cephalad. It was further noted the lead tip was resting mid body of the eight thoracic vertebrae. The reporter stated the second lead appeared to be roughly midline did not seem to have migrated significantly. The reporter further stated that under reprogramming both lead provided mostly abdominal stimulation. It was noted the hcp plans to revise and replace both leads based on the patient¿s reported stimulation coverage. It was further noted the date of the lead revision was pending at this time. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the leads were found to no longer be in the spinal portion and were coiled up. This was noticed during a revision. The leads were cut and were going to be removed. The implantable neurostimulator (ins) was going to be kept and capped off. The distal portion of the leads had already been removed from epidural space. The lead revision was attempted on (B)(6) 2014 but was unsuccessful. Follow-up found that another revision had yet to be scheduled. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient was referred to a local orthopedic spinal surgeon for a laminectomy lead placement. No date of surgery yet. If additional information is received a follow-up report will be sent.